Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube threads. No excessive no delivery alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 476mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information is provided.